Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No missing segments/partial display anomaly and no motor error alarm noted during test. Motor passed motor test. Insulin pump received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 283 mg/dl. The customer reported that they received a motor error alarm. It was reported that they had partial display. It was reported that they replaced the battery back in the display was foggy and cannot read the screen. The customer was advised that the pump will need to be replaced, the customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.